Event description:
It was reported that balloon rupture occurred. The 78% stenosed target lesion was located in the distal end of the renal artery. A 2mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation. However, during inflation at 4 atmospheres, the balloon ruptured. The procedure was completed with a different device. There were no patient complications reported and the patient status was stable.

Manufacturer narrative:
Initial reporter facility name: (B)(6).